Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out of range pacing impedance measurements. The patient also was noted to have diaphragmatic stimulation. The thresholds were increased and no further stimulation was noted. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.